Event description:
Customer reported to beckman coulter, inc. (Bec) that she observed dried blue crystals below the coulter lh 500 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not observe any leak from the instrument. The fse did not find any leaking tubing or any tubing that had disconnected.

Manufacturer narrative:
(B)(4).